Event description:
(B)(4).

Event description:
Errors 30 and 51. Additionally, defective power board. Received pump ((B)(4)) and confirmed customer reported issue of ""keeps alarming"". The device was allowed to enter a low battery and depleted battery state, which resulted in errors 99, 30, 52, and 51 found during event log review. Replaced defective battery and replaced power supply board due to constant alarm and to address errors. In addition, replaced kit volumat square 2 due to damage to foot molding found during visual inspection. After repair, device was found to meet specification. Error 99 (watchdog error) is known and is linked to a software issue. This error has been addressed by CAPA #53272 and corrected in the latest software version available 1.9a. Error 51 (defective speaker) found in the device log is known and is linked to a software issue. This error has been addressed by CAPA #64265 and corrected in the latest software version available 1.9a. Error 30 (date time stamp) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. Error 52 (defective buzzer) is known and is linked to a software issue. This error has been addressed by CAPA #11594 and corrected in the latest software version available 1.9a. Regarding defective power supply board, an event (B)(4) is opened in order to investigate the failure.

Event description:
Errors 30 and 51. Additionally, defective power board.